Manufacturer narrative:
Review of the result files shows well score of 2 for cell ii, e positive cell, of crrs(3), lot #r059 resulting in a negative reaction. Well image appears negative capture-r ready ID (crrid) assay with same sample shows well scores of 8 for cells 1 & 3 and well score of 2 for cell 6 of crrid, lot id119 resultiing in equivocal reactions for cells 1 & 3 and negative for cell 6. Well images for cell 1 appears negative and for cell 3 appears positive. Customer decontaminated the instrument and repeated antibody screen and antibody ID testing with the same lot of crrs(3) and crrid. Crrs 3 shows well score of 2 for cell ii, e positive cell resulting in a negative reaction. Well image appears negative. Crrid shows wells scores of 70 for cells 1 & 3 and 1 for cell 6 of crrid resulting in a positive(3+) reaction for cells 1 & 3 and a negative reaction for cell 6. Well image for cell 6 appears negative. Confirmed the reactivity of the e antigen on retention crrs (3), lot r059, with anti-e. Confirmed the reactivity of the e antigen on retention crrid, lot id119. These were the same lots used by the customer. Customer did not return product or sample for further serological testing.

Event description:
Customer reported an unexpected negative results when testing patient sample using capture-r ready screen 3 (crrs 3) on the echo. The reactions look positive, but the instrument interpreted it as negative. The patient has a newly identified anti-e antibody. No adverse reactions occurred as a result of the unexpected negative reactions.